Event description:
On (B)(6) 2009, the patient was treated for a ruptured infrarenal aortic aneurysm and right femoral artery aneurysm. On (B)(6) 2009, CT angio of chest, abdomen and pelvis revealed contrast material within the ima attributed to retrograde flow. Aneurysm size 6.5 cm by 6.5 cm in ap and transverse dimensions. On (B)(6) 2009, repair of the thrombosed right femoral artery aneurysm was performed. On (B)(6) 2009, the patient was treated with two gore excluder aaa endoprostheses. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc141400/(B)(4) and pxa280300/(B)(4).